Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was returned. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at one point during the radical nephrectomy procedure, the surgeon pulled the dissector out of the patient through a trocar and then re-inserted the dissector back into the patient through the trocar. The surgeon noticed that part of the dissector¿s blade had broken off. The staff then opened up a new dissector and finished the case. After completing all procedure steps, staff including the surgeon in the room spent approximately 30 minutes looking for the broken tip while waiting for x-ray to come in. After around 30 minutes of searching for the tip, the surgical tech found the tip outside of the patient on the drape. X-ray was called off and the staff finished closing the case. No patient injury.